Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, the right atrial (ra) lead was found to have low sensing and loss of capture due to dislodgement. The device was reprogrammed to vvi pacing mode to resolve the event. The patient was stable with no consequences.